Manufacturer narrative:
Other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient was having severe headaches, swelling in the back and severe nausea. It was believed the tube in the spine was leaking. The doctor suggested that the patient go to the emergency room (ER). The patient was in the (ER) on (B)(6) 2017 and had a head computerized tomography (CT) scan. The reporter was redirected to contact the healthcare provider. No further complications were reported.